Manufacturer narrative:
On 06-may-2025 the user reported that they experienced a hypoglycemic (low) event with a reported blood glucose level of 40 mg/dl. Emergency medical services (ems) were called, and the user was transported to the hospital. The user was treated with a glucose drip. Exact admission and discharge dates were not provided, and no device logs were synced from the time of the event. The user was unsure of the exact date of event.

Event description:
On 06-may-2025 the user reported that they experienced a hypoglycemic (low) event with a reported blood glucose level of 40 mg/dl. Emergency medical services (ems) were called, and the user was transported to the hospital. The user was treated with a glucose drip. Exact admission and discharge dates were not provided, and no device logs were synced from the time of the event. The user was unsure of the exact date of event.